Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m implantable pacing lead (B)(6) 1996.

Event description:
It was reported that the patient didn't feel well and felt like they were in atrial fibrillation. There was oversensing noted on atrial high rate episodes. The lead was reprogrammed and two subsequent remote monitoring transmissions revealed that the system was functioning normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.